Event description:
Clinical event. Incoming suggests device programming contributed to patients worsening heart failure (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).